Event description:
It was reported that: during a general anesthesia case, the patient was breathing spontaneously and the user attempted to adjust the apl valve and noted the top part of the apl valve came apart from the lower body of the valve. The or supervisor was in the room and re-applied the upper section back onto the valve. The user noted that they could only achieve 20 cmh2o when the manual mode. The user was able to complete the case using the anesthesia machine. No patient injury.